Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. There was no motor error alarm on the insulin pump. The device was unable to prime during priming test due to faulty force sensor resistor. The device was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The device was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed the motor test and had a missing end cap sticker.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 461 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they were able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.